Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a procedure of coiling a brain aneurysm, when the physician was advancing the subject coil, it prematurely detached in the microcatheter. The physician removed the subject microcatheter and used a snare and completed the procedure successfully and no clinical consequences were reported due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil was found to be detached from the delivery wire and only delivery wire was returned, and the coil delivery wire was found to be kinked/bent. Functional test was unable to perform. The reported complaint was confirmed based on analysis. The analysis results are consistent with the event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained during the clinical procedure. The excelsior sl-10 microcatheter was undamaged and the physician was unsure of the anatomical location where the issue occurred. However, the anatomy was described as slightly tortuous. There was no attempt to detach the coil using an inzone device. Based on the investigation, this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. Therefore, an assignable cause of procedural factors will be assigned to the 'main coil prematurely separated/detached during use'. An assignable cause of handling damage will be assigned to the ¿coil delivery wire kinked/bent' as it is most likely that the delivery wire damage occurred due to handling of the device during use.

Event description:
It was reported that during a procedure of coiling a brain aneurysm, when the physician was advancing the subject coil, it prematurely detached in the microcatheter. The physician removed the subject microcatheter and used a snare and completed the procedure successfully and no clinical consequences were reported due to this event.